Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 months e free from hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gallbladder disorder ("gallbladder is back to working normal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the gallbladder disorder had resolved. The reporter considered gallbladder disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gallbladder disorder nos, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is in my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never got the hsg done". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gallbladder disorder ("gallbladder is back to working normal"), pelvic pain ("so much pain") and adverse reaction ("six week post operative and having issues but if it¿s hysto related or essure related "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and adverse reaction outcome was unknown and the gallbladder disorder had resolved. The reporter considered adverse reaction, device dislocation, gallbladder disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gallbladder disorder nos, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event six week post operative and having issues but if it¿s hysto related or essure related was added. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is in my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never got the hsg done". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gallbladder disorder ("gallbladder is back to working normal") and pelvic pain ("so much pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown and the gallbladder disorder had resolved. The reporter considered device dislocation, gallbladder disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gallbladder disorder nos, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event updated from medical device removal to device dislocation. Events added-so much pain, I never got the hsg done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 months e free from hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gallbladder disorder ("gallbladder is back to working normal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the gallbladder disorder had resolved. The reporter considered gallbladder disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gallbladder disorder nos, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is in my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "I never got the hsg done". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gallbladder disorder ("gallbladder is back to working normal"), pelvic pain ("so much pain"), adverse reaction ("six week post operative and having issues but if it¿s hysto related or essure related ") and alopecia ("I had essure my hair never grew and would always fall"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and adverse reaction outcome was unknown and the gallbladder disorder and alopecia had resolved. The reporter considered adverse reaction, alopecia, device dislocation, gallbladder disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- gallbladder disorder nos, device dislocation, I had essure my hair never grew and would always fall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: I had essure my hair never grew and would always fall, event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.